Event description:
Initial information received from an employee on (B)(6) 2010: a female received poly-l-lactic acid (sculptra, lot # and exp date unknown) 3 years ago and reported her face is filled with bumps since her treatment. No concomitant medications or medical history reported. No further information provided.